Event description:
It was reported that the sterile water leaked from the foley catheter balloon.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Three photos were received for evaluation. The first photo shows a top view of a three-way catheter, is noticed that the thermistor arm had been cut. The second photo zooms into the deflated balloon with a pink arrow pointing at it. The last photo shows the catheter's cap with the lot number nghw3682 printed on it. Received 1 all silicone foley catheter. Attempted to inflate the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using inhouse syringe, however it leaked out of pinhole present on the catheter balloon measuring smaller than 0.013" pin gage (0.013" pin gage did not fit). The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the foley catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.